Event description:
It was reported that stent moved on balloon and tip detachment occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. A 10.0x30x135 cm express ld stent balloon expandable was selected for use. During insertion, crossing difficulties while tracking the lesion was noted and the stent partially moved off balloon. Additionally, the distal tip of the stent on the balloon became partially detached. The device was removed completely, and the procedure was completed with another of the same device. No patient complications were reported.